Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has flat batteries . Battery test failed .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the batteries. Fine-tuned. Repair completed, regular operational tests.

Event description:
Na.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, g2, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has flat batteries . Battery test failed . There was no patient involvement.